Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the patient experienced symptoms, including but not limited to, discomfort, tingling, pain, and soreness, which in turn negatively affected the patient's ability to walk, move and sleep. It is further alleged that the patient intends to undergo revision surgery if indicated by her doctor.